Manufacturer narrative:
It was reported that while sitting in the wheelchair, the patient caught an unidentified fifth (5th) finger in a resting clip. Reportedly, the patient was taken to a local hospital emergency department (ed) where an x-ray was performed. The x-ray showed that the patient experienced a fracture to the distal phalanx of the unidentified (5th) finger. No additional diagnostics reported. According to the facility, the patient experienced an avulsion injury to the nail which required an unidentified number of sutures to reattach the tissue. Reportedly, the tip of the patient's finger was crushed and severed and could not be reattached. No additional injuries reported. No additional treatments reported. The patient was discharged home after the ed visit. No sample was returned to the manufacturer for evaluation. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that while sitting in the wheelchair, the patient caught an unidentified fifth (5th) finger in a resting clip.